Manufacturer narrative:
Investigation summary: the complaint of bd sars cov-2 fps was received against the bd max instrument catalog number 441916, serial number ct1866. Issues were resolved with new assay kit and udp configuration which has been approved in the region. The complaint is unable to be confirmed as an instrument issue because it was determined that the issue is related to the original bd sars cov-2 assay design and udp configuration. The complaint investigation consisted of a review of the service notes pertaining to this issue, the service history of the instrument and associated complaint trending data. No parts or materials were available for investigation. The root cause is the issue with original bd sars cov-2 assay design and udp configuration. No new trends, risks, or hazards were identified as a result of the complaint. CAPA pr# 1632720 is open to fully investigate and address the false positives and reader saturation issues with the original bd sars-cov-2 assay.

Event description:
It was reported that while using a bd max¿ instrument with bd sars-cov-2 assay a false positive result was obtained. Negative results were confirmed by an unspecified test method. There was no report of patient impact. Eua# (B)(4).

Manufacturer narrative:
Eua# (B)(4). Medical device expiration date: unknown. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using a bd max¿ instrument with bd sars-cov-2 assay a false positive result was obtained. Negative results were confirmed by an unspecified test method. There was no report of patient impact. Eua# (B)(4).